Event description:
The micro sagittal saw was sent for evaluation because it was running on its own without activation. The event occurred during a routine maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the motor cartridge including its flex was identified as the probable cause of the reported event. Burnt flex strips can result in intermittent ground connection and thus intermittent power and/or unintended motion. The press plug which functions to limit rotor travel in the motor was also corroded and may have contributed to the device running on its own without activation.